Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(type of investigation, , conclusion), h11 a getinge field service engineer was dispatched to evaluate the unit. The fse reported that the drive manifold assembly was faulty and needed replacement. After replacement of the component the unit's function met factory-set safety performance indicators. The machine was returned for clinical use. The failure analysis and testing dept. Received a unit with a reported failure of an autofill malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the manifold in a cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. The part has a loud mechanical noise in a solenoid when pumping. Possible cause may be a component reliability issue due to a bad solenoid. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Other contact person name: (B)(6). Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). During use, customer stated that the device had automatic inflation failed. The malfunction was resolved by replacing the machine with another device; no patient was harmed, and normal operation was restored after replacement.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump(iabp) device had automatic inflation failed. There was no patient harm or injury reported.